Event description:
Reporter noted corneal burn occurred at the very beginning of phaco. It was difficult to close incision. 05/2003 follow-up with pt: edema of superior quadrant of cornea and superior iris atrophy (pupil ascent). Va is 2/10; significant astigmatism.